Event description:
It was reported from the system longevity study (sls) that the left ventricular (lv) lead capture morphology is the same as when pacing in aai suggesting that the lv lead dislodged with very little bi-ventricular pacing. Therefore the device was reprogrammed to ddi with av delay of 350ms and the lv lead was electrically abandoned. It was further reported that the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.